Event description:
A malfunction was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received instructions to reset the pump, which successfully resolved the malfunction as it did not recur. Technical support advised the customer to continue using the pump and to call back if the malfunction code appears again.